Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however two photos were received and reviewed. The investigation is confirmed for premature deployment. A definitive root cause could not be determined. The device was labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code for the e-luminexx vascular stent products is identified in d2. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model zvl14100 vascular stent allegedly experienced premature deployment and difficult to advance. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient was a 29-years old male and weighed 60 kg.

Manufacturer narrative:
The device for the malfunction has not been returned to the manufacturer for evaluation; however a photo have been received. The investigation of the reported malfunction is currently underway. The device is labeled for single use. The catalog number identified in has not been cleared in the us, but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code for the e-luminexx vascular stent products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model zvl14100 vascular stent allegedly experienced premature deployment and difficult to advance. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient was reported as a (B)(6) year-old male weighing (B)(6) kgs.